Event description:
It was reported that the patient presented in the hospital due to receiving inappropriate therapy. The device could not be interrogated two different programmers. The device displayed an alert that required a password for access. The issue was resolved and interrogation was possible. No further information is available.

Event description:
It was reported that the patient presented in the hospital due to receiving inappropriate therapy. The device could not be interrogated two different programmers. The device displayed an alert that required a password for access. The issue was resolved